Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: high metal ion level, pain event description: it was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2011. Subsequently, the patient is experiencing noise and elevated metal ion levels. The patient call report states that the patient was experiencing crunching sounds in the leg which has worsened over the years. Patient has been tested for metal allergy and has high metal ion levels. Patient has not experienced any trauma that could contribute to these symptoms. Subsequently, patient underwent revision surgery on (B)(6) 2019. Review of received data: - revision report of (B)(6) 2019 preoperative and postoperative diagnosis: adverse local tissue reaction due to trunnionosis status post right metal on metal total hip arthroplasty (tha). Clinical history: the revision report includes the following statements. The patient underwent right ceramic on ceramic primary tha on (B)(6) 2003 at hoag memorial hospital in newport beach california by dr. Mark newman using an encore femoral hip lateral size 9. Then the patient had a revision of the acetabular component and femoral head on (B)(6) 2011 by (B)(6) at good samaritan hospital in los angeles california using a zimmer continuum cup size 60 mm multihole, 3 apr screws, continuum trilogy it allofit metasul taper liner size mm/ 40 mm inner diameter and metasul femoral head 40 mm/0 taper 12/14. The patient developed elevated metal ion levels with a chromium of 4.6 and a cobalt of 3.6 ppb. MRI was significant for signs of adverse local tissue reaction. Patient was indicated by dr. Waddell for a head and liner exchange converting to a ceramic on polyethylene bearing. Procedure: the revision report includes the following statements. There was no evidence of purulence with clear yellow joint fluid encountered. There was no significant metal staining of the synovium. The abductors and soft tissue including the posterior capsule were intact. No cultures were obtained. The hip was then dislocated and head was removed using a bone tamp. There was evidence of trunnionosis. This was wiped away using irrigation and a lap and there was no significant damage to the trunnion. The stem was found to be well fixed and decision was made to keep the stem. Attention was turned to the acetabulum. Overhanging scar tissue and synovium was excised to expose the acetabular component and liner. The metal acetabular liner was found to be well fixed without significant wear. The acetabular component was found to be well fixed. The acetabular liner was removed and the acetabular component was irrigated. The rest of the report describes the steps to implant a zimmer continuum longevity highly cross-linked polyethylene liner and a djo surgical biolox delta option head. Hip was reduced and taken through range of motion and found to be stable. - test results scan pages from lab results dated (B)(6) 2018 and (B)(6) 2019 were received. For the latter the date is handwritten on the report. Device analysis: - visual examination: the anchoring side of the metasul taper liner looks inconspicuous. On the articulation surface of the metasul taper liner there are numerous fine and a few coarse scratches. The latter can most likely be attributed to the revision surgery. On the articulation surface there is an area with possibly organic deposits which forms a slightly curved line. In several locations of the liner¿s rim and slightly below the bevel of the spherical calotte, small spots, sometimes arranged in lines, can be observed. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al [1]. There are several nicks along the liner¿s inner rim. An investigation of the articulation surface with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) shows that just below the bevel of the spherical calotte an area with a mixture of smeared material, scratches directed towards the rim and possibly micropits can be observed on approximately one third of the liner¿s circumference. The area below the bevel, approximately opposite to this location, was inspected for comparison. On the articulation surface of the metasul head a partial borderline between the loaded and the unloaded area is visible. Close to this borderline an area with organic deposits can be seen. On one side of the head there is an area with spots/lines as already seen on the liner¿s rim/spherical calotte. It is observed that the articulation surface has various round marks consisting of short parallel indents, more predominantly around the equator and in the pole region. Their origin is unknown. The articulation surface was investigated under the microscope (nikon epiphot eq-ID: wnt-03-rsr-540-151662) at 200-times magnification with differential interference contrast (dic). As already visible by the naked eye, the borderline between the loaded and the unloaded area is well recognizable. Areas with round marks consisting of short parallel indents, smeared material as well as various indentations with parallel scratches could be detected. In the loaded area fine scratches can be recognized and the carbides, which protruded slightly in the original surface state, are leveled. In the unloaded area the original surface state with slightly protruding carbides is still visible. The taper surface of the head was examined without any observations noted. - measurements: the wear measurement of the articulation surfaces of the metasul head and metasul taper liner were carried out on a 3d measuring machine type cmm5, sip geneva. The total, linear wear value for the head is 14.6 ¿m which results in an annual wear rate of 1.8 ¿m. For the insert, the wear map shows a wear zone close to the bevel. The total, linear wear value is 9.9 ¿m, which results in an annual wear rate of 1.2 ¿m. Due to the measuring method it is not possible to measure the entire articulation surface of the insert. The measurement only covers the surface from the center of the component up to 80°. Thus, due to the position of the wear zone it could not be measured entirely. Therefore, the wear value indicated above does not reflect the complete amount of wear. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year, an average wear of 27.8 ¿m / year per pairing was found [2]. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing [2]. Review of product documentation: all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was not approved by zimmer biomet. - instruction for use (IFU) , modular femoral heads that accompanied the metasul head is reviewed. It states only authorized combinations must be used. Therefore, the device combination used during the revision procedure in 2011 is not compatible and considered off-label use. Conclusion: the revision report describes that in 2003 the patient received a primary tha including an encore femoral stem and a ceramic on ceramic pairing. In 2011, the patient had a revision of the acetabular component in which a continuum cup, a metasul taper liner, and metasul head were implanted. The encore stem was not revised indicating that a combination of products from different manufacturers was used. According to the modular femoral heads, d011500111 - 05/09 package insert that accompanied the metasul head only authorized combinations must be used [3]. Therefore, the device combination used during the revision procedure in 2011 is not compatible and considered off-label use. On (B)(6) 2019, the metasul taper liner and the metasul head were revised due to adverse local tissue reaction. The revision report states that there was evidence of trunnionosis which was wiped away and that there was no significant damage to the trunnion. As the encore stem was not revised, the condition of the stem¿s taper surface is unknown. The taper surface of the metasul head was examined without any observations noted. The appearance of the head¿s articulation surface showing various indentations with parallel scratches and smeared material as well as the smeared material, scratches directed towards the rim and possibly micropits on the liner, may be attributed to a subluxation situation, but this cannot be confirmed given the lack of clinical background of this case (e.g. Range of motion of the patient, inclination and anteversion angle of the cup, laxity of the hip or changes of the position of the implants over time in vivo). The wear rate measured for the metasul pairing is low compared to [2]. However, due to the position of the wear zone of the inlay the wear area could not be measured completely. The lab results from feb 2019 reported a level of 3.6 g/l cobalt and 4.6 g/l chromium in the patient¿s serum. For chromium, the measured value is below the standard range indicated in the lab report. A subluxation situation leading to rim loading would be a possible source for these reported cobalt and chromium levels. The taper surface of the metasul head is inconspicuous, but the material and the condition of the preserved encore stem are unknown. Therefore, it is unknown if the damage to the stem¿s trunnion described in the revision report contributed to the cobalt and chromium levels measured in the patient¿s blood. According to received information, the patient was experiencing crunching sounds in the leg and this situation has worsened over the years. The subluxation situation leading to rim loading could be a contributing factor to the reported crunching sounds [4]. The investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Based on the available information and results of the investigation, root cause is identified as off-label use. References [1] kubacki gw, sivan s, gilbert jl, electrosurgery induced damage to ti-6al-4v and cocrmo alloy surfaces in orthopedic implants in vivo and in vitro, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.06.015 [2] rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120 [3] modular femoral heads, d011 500 111 - en/da/nl/fr/de/el/it/pt/es/sv/tr - 05/09 [4] walter wl, eric yeung e, esposito c, a review of squeaking hips, journal of the american academy of orthopaedic surgeons, june 2010, vol 18, no 6 the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item: metasul head 40, 12/14, size m /0, catalog #: 00-8770-040-02, lot #: 2556880. Item: shell with multi holes porous 60 mm, catalog #: 00875706002, lot #: 61460585. Item: 20 mm length x 6.5 mm ti fully thr., catalog #: 430107020, lot #: unk. Item: 25 mm length x 6.5 mm ti fully thr., catalog #: 430107025, lot #: unk. Item: 30 mm length x 6.5 mm ti fully thr., catalog #: 430107030, lot #: unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on month day, year to the appropriate representatives: are there any available x-rays in- vivo (with printed date)? How high is the metal ion level? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The following reports are associated with this event: 0009613350-2019-00021.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient is experiencing noise and elevated metal ion levels. It was also reported that the patient will be having a revision surgery on (B)(6) 2019.

Event description:
It was reported that the patient had a revision surgery approximately eight years post implantation due to elevated metal ion levels and implants squeaking.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).